Manufacturer narrative:
Per tandem's user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction occurred. Customer's blood glucose level was 135 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.